Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for deformation and inconclusive for difficult to insert. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0609190 chronic catheter allegedly experienced deformation due to compressive stress and difficult to insert. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) old patient weight is (B)(6) and sex was not provided.